Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:02. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is unknown. No additional information is available at this time.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device was leaking from the filling port after filling. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of backflow from the filling port. The root cause was determined to be a glass fragment trapped between the checkband and the stress member. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.